Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in progress. A f/u report will be provided.

Event description:
During a routine outpatient rbcx procedure, the customer reported blood leaking from the disposable area of tubing near the manifold, on the side towards the disposable. The procedure was completed on another machine and with a new disposable set. No medical intervention was necessary. The disposable set is unavailable for eval because the customer discarded it. This report is being filed due to insufficient info provided at this time to determine if a malfunction that could lead to death or serious injury occurred.